Manufacturer narrative:
Additional information: adding component in use listed as concomitant devices.

Event description:
Components in use, listed as concomitant devices are: gb382r / mini-line drill attachment ao-chuck, gb383r / mini-drill attachment.sm jacobs chuck, gb385r / mini-line k-wire attachment w/lever, gb386r / mini-line drill attachment.large.jacobs chuck, gb390r / mini-line sagittal saw attachment.

Manufacturer narrative:
Manufacturing evaluation: investigation: we received the device as well as the different drill bits. The devices as well as the drill bits are in a used condition. Ga647-acculan mini pistol-shaped motor: the last repair of the machine according to the device history was on 08/05/2014. Optically, the machine is in used condition. A function test did not show significant deviations. Slight untypical running noises can be detected. The power consumption (2.5 ampere) as well as the temperature after a running time of 3 minutes (31.4 degrees celsius) is within specifications. A slight leakage can be detected. In the interior, coal-dust can be found which indicates normal wear and tear. Gb385r-mini-line k-wire attachment w/lever: the last repair of the drill bit took place on 12/13/2013. Optically, the drill bit is in used condition. The clamping lever is bent. The surface of the adjustment sleeve shows impact marks. During the function test, no wire could be clamped as intended. Residues and abrasion could be found in the interior. The drill bits gb382r, gb383r, gb386r, and gb390r are showing age related wear but function is given. However, these drill bits are not related to the mentioned failure. Batch history review: a batch management is not required for these products, therefore a batch history review is not possible. Conclusion and root cause: the failure is most probably user related. Rationale: the mentioned failure regarding the loosened wire is most likely attributable to a wrong handling, maintenance and wear and tear of both relevant components (machine and k-wire drill bit). According to our instructions for use (IFU), a maintenance should take place after a defined processing cycle or at least once per year. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the boulder fell off the device during an osteosynthesis procedure.